Event description:
As reported through the patient registry, three weeks post transcatheter aortic valve replacement (tavr) procedure, the patient expired.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Additional information provided by the patient's wife indicated the patient's death certificate noted vascular cardiac arrest, respiratory failure and pulmonary edema as the official cause of death. Also, she noted that her husband had not been discharged prior to his death. The device is not available for evaluation as it was not explanted after the patient's expiration. In addition, a design history record (DHR) review was not required/performed as there was no allegation of device malfunction. Per the instructions for use, cardiac arrest is a potential risk associated with aortic valve replacement and bioprosthetic heart valves. The immediate cause of sudden cardiac arrest is usually an abnormal heart rhythm (arrhythmia). Some other heart conditions that can lead to sudden cardiac arrest include cad, mi, cardiomyopathy, valvular heart disease, and congenital heart disease. Factors that increase a patient's risk of cardiac arrest include smoking, advanced age, gender, htn, low blood pressure, obesity, diabetes, a sedentary lifestyle, a history of arrhythmia, and nutritional imbalances. In this case, the cause of the cardiac arrest cannot be confirmed; however, it is possible that the patient's underlying co-morbidities may have contributed to the event. In addition, there is no evidence or suggestion of a device malfunction. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required at this time. If further information becomes available it will be reviewed for reportability and further investigated.